Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:16:06. During night drain cycle one, the patient's ultrafiltration reading was 2205ml, indicating the home patient (hp) drained 2205ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.